Manufacturer narrative:
This was just an enhancement request for a new product.

Event description:
The rptr indicated that at the initial programmed settings, the intrinsic sensing test appeared fine; however, double and triple sensing was observed during the maximum sensitivity test. The maximum sensitivity and sense refractory were incrementally raised. The double sensing was still observed during the maximum sensitivity test. From the agc screen, the sense margin was reduced. Further event description is on page 3 of this form.